Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred.the lesion was located in an unspecified coronary vessel. The physician advanced the 30mm x 2.0mm maverick2 balloon catheter to the intended location and attempted to pre-dilate the lesion. The physician inflated the maverick one time, however, the physician could not increase the pressure in the balloon beyond 8 atms. The maverick was removed from the patient and it was noted that the balloon had ruptured.the physician successfully completed the procedure with a different device.no patient complications were noted and the patient's status was reported as good.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)